Event description:
It was reported that during a ptca procedure, difficulty was encountered torqueing the wire into position in the circumflex artery. After repeated attempts to torque the wire, the wire was removed. It was noted that the distal tip of the wire was fractured and remained in the distal left main. Attempts to retrieve with a snare were unsuccessful. Pt went to surgery. Pt status is listed as "ok".